Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a hp that stated he changed the cassette three times without changing the rest of the supplies, which compromised the sterile pathway. The patient was involvement but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated she thought the patient was probably just changing out the cassette and there was no patient injury or medical intervention associated with the event and the patient was doing fine with therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Since the product code and lot number are unknown, a 510k number cannot be provided. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.